Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 55 mg/dl; cause was not known. Customer required assistance from spouse to provide soda to treat low bg. As event occurred in the past, recommendation was made for customer to discuss event with their healthcare provider.